Event description:
Complainant alleged that during a routine shift check by a clinician the device powered up in configuration mode and front panel controls did not respond. Complainant indicated that there was no pt involvement in the reported malfunction.